Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results. The reporter obtained blood glucose values of "173mg/dl" and "103mg/dl" on the same lifescan meter within 20 minutes of each other. The complaint is being reported for the following reason: based on statistical methodology, the variation between the results (45%) exceeds the maximum acceptable value of 20% difference between results taken on the same meter within 20 minutes. The reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.